Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open colectomy, before anastomosis, no staples were deployed and the handle did not return to the open position following the first full squeeze. Full and complete squeezes of the handle could not be performed. Another device was used to complete the case. There was no patient injury.